Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was reported as unknown. It was reported that the implantable pulse generator (ipg) battery may have reached end of service (eos) following thirteen years of service. Additional information related to the cause of death is not available.